Event description:
During the procedure there was a foreign body seen in the patient that came from the green grasper, as per dr. (B)(6). A part of the green grasper has damage on it. Green grasper was inspected for any other damages. A 2 view x-ray was offered to dr. (B)(6) and he declined stating that no patient harm was done and it was a small piece that probably would not be seen on x-ray. Charge nurse (B)(6) and manager (B)(6) were notified and talked with the surgeon and case proceeded as scheduled.